Manufacturer narrative:
The actual devices were not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed on the companion samples which included clear passage and pressure tests and the devices passed testing. Additionally, functional connection and disconnection tests were performed on the samples and the results were satisfactory. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates, since (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (at least three (3)) one-link needle-free IV connectors disconnected from non-baxter products. This was discovered during an unspecified process step; however, the connector is used for chemotherapy administration. The threading on the proximal end of the connector was shallow and was not enough (rotations) to fully seat the non-baxter products. There was no report of patient injury or medical intervention associated with this event. No additional information is available.